Manufacturer narrative:
(B)(4). Concomitant medical products: the patients medications include; ibuprofen, atenolol, aggrenox, alprazolam, lomax, zocor and remeron. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), states that the infrarenal aortic neck treatment diameter be at least 2 mm larger than the aortic inner diameter range of 19-29 mm. The intended aortic inner diameter for the rmt231218 is 19-21 mm, this device was implanted in an aorta measuring ~16.6mm, and therefore the use of the trunk-ipsilateral leg endoprosthesis was outside of the accepted treatment range. Further, the IFU advises, additional considerations for patient selection include but are not limited to the patients anatomical suitability for endovascular repair. The IFU cautions adverse events that may occur and/or require intervention include, but are not limited to arterial or venous thrombosis, occlusion of device or native vessel and claudication.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. Reportedly, all devices were positioned and implanted without issue. Final angiography showed complete exclusion of the aneurysm, full patency of all implanted devices and the patient tolerated the procedure. On an unknown date, the patient presented with right leg claudication. On (B)(6) 2016, follow-up imaging identified evidence the trunk-ipsilateral leg component had compressed resulting in complete occlusion of the ipsilateral leg portion of the device on the right side. The cause of the compression is reportedly unknown, however pre-operative imaging showed the aortic bifurcation diameter measured 17-18 mm with no other anatomical restrictions noted. It was reported, the physician had elected to implant the slightly oversized 23mm trunk-ipsilateral leg component into this area. On (B)(6) 2016, an intervention was performed to treat the occlusion. Balloon angioplasty was performed and three palmaz® stent grafts were implanted to restore radial force. Reportedly, patency was restored, and the patient tolerated the procedure.